Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4). Description: precision implantable pulse generator (ipg), model: sc-2218-50, serial: (B)(4). Description: linear st lead, 50cm, model: sc-4316, lot: 15632370. Description: next generation anchor kit-sterile. Additional information was received that the patient underwent a revision procedure wherein the entire scs system was replaced. The patient was doing well post-operatively. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a non-device related surgery the patient's leads were showing high impedances. It was also noted that the patient developed pain. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that following a non-device related surgery the patient's leads were showing high impedances. It was also noted that the patient developed pain. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4).